Event description:
As reported to coloplast though not verified, patient was implanted with coloplast pelvic mesh product for pelvic organ prolapse and/or stress urinary incontinence. Later the patient experienced severe and irreversible injuries, frequent debilitating re operations, physical pain, suffering, serious and permanent injuries and consequent bodily impairment. A corrective surgery was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.